Event description:
Four patient samples with discrepant sodium results. Patient 1, initial result gave 142 mmol/l; repeat gave 134 mmol/l. Patient 2, initial result gave 137 mmol/l; repeat gave 130 mmol/l. Patient 3, initial result gave 139 mmol/l; repeat gave 132 mmol/l. Patient 4 : (urine sample), initial result gave 109 mmol/l; repeat gave 103 mmol/l. Erroneous results were reported. No adverse events reported in association with the incorrect results. The field service rep determined the cause to be a clogged sample flow path. The field service rep flushed sample flow, primed ise solutions and cleaned ise mixing vessel. Performance tests were performed and within specifications.